Event description:
Related manufacturer reference number: 2017865-2021-32743. Related manufacturer reference number: 2017865-2021-32744. It was reported that a patient presented in-clinic. Prior examination of the patient had revealed infection. Vegetation was also diagnosed on the right ventricular (rv) lead. The entire system was explanted on (B)(6) 2021. On (B)(6) 2021, a new system was implanted. No patient consequences or symptoms were reported throughout the intervention process.